Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. On an unreported date, the patient experienced a break in aseptic technique further described as the patient made a mistake of touch contamination (details not provided). It was also reported the patient had a leak in a non-baxter catheter (details not provided). Two weeks prior to this report, the patient experienced the peritonitis and was hospitalized and then discharged on the same day for the event. Treatment was not reported. Dianeal and extraneal therapies were ongoing at the time of this report. On an unreported date, the patient recovered from the peritonitis event. Additional information has been requested but is not available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient described as touch contamination. Since the lot number is unknown, no batch review will be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A sample was not requested because the event involved use error and there was no allegation against the device. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.